Event description:
The customer initially complained of cap survey results for potassium that have been trending high since 2017 on the cobas 4000 c (311) stand alone system. The customer also questioned results for patient samples tested for ise indirect k for gen.2. The customer provided examples for 3 patient samples. Of the data provided, the results for 2 patient samples were discrepant. Patient 1 initial k result was 4.54 mmol/l. The repeat result was 3.50 mmol/l. Patient 2 (male, date of birth of (B)(6), weighing (B)(6)) initial k result was 5.51 mmol/l. The repeat result was 4.56 mmol/l. The initial results were reported outside of the laboratory. No adverse event occurred. The k electrode lot number was q20. The expiration date was not provided. Qc data was within range and calibration signals were acceptable. The field service engineer (fse) visited the customer site and did not identify any issues. Analyzer checks were performed and were ok. The ises were calibrated. The fse ran a 21 cup precision on k and the results were acceptable. Calibration and qc were within specification. The issue seems to have been resolved at the customer site. The investigation was unable to find a definitive root cause.